Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that an innova 3100 system was experiencing a flickering of the image on the live monitor in the exam room during x-ray exposure. The user reported that the image was unusable when it was flickering. No patient injury or death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.